Event description:
The device was used during a laparoscopic hernia repair. The staples were spitting when the device was fired. A second device was introduced to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
H6: code 100 (other): the instrument was cycled and fired the remaining 10 staples, of which none formed properly. Conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that a mispositioned staple kickoff spring may have caused the reported incident during surgery. The instrument was received with the staple kickoff spring mispositioned on the cartridge nose. It was riding much higher on one side. The instrument was cycled and fired the remaining 10 staples, of which none formed properly. It was concluded that the mispositioned staple kickoff spring had caused the staple ride high while forming and eject before proper staple formation could be completed. No conclusion could be reached as to how the staple kickoff spring had become mispositioned. Comments: each instrument is evaluated during the assembly process to ensure feed, fire and form correctly.